Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 1 and 4 hours. The patient was taken to the emergency room and diagnosed with mrsa infection. The patient waited in the emergency room for three hours but left before being seen so they did not provide any assessment or treatment. The patient did state that they were prescribed sulfamethx (twice per day for 7 days). The patient describes the issue as a softball size lump on his abdomen that was hot to the touch, burning, painful, and itchy.